Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During procedure, an intellamap orion high resolution mapping catheter was selected for use. It was reported that the basket was damaged. When it was removed from the body, the shaft part inside the basket was broken. No spline damage was noted. Orion did not become entangled with any other catheters during the procedure and the patient did not have any unusual or tortuous anatomy. No resistance felt while maneuvering the catheter. The device has been replaced and the procedure was completed successfully with no patient complications. Device is not expected to be returned due to infection/contamination.